Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements being greater than 125 ohms. Technical services (ts) recommended performing lead integrity testing as a high impedance condition can be an early indicator for lead impairment. However, slow and steady increases in shock impedance can be caused by other factors such as calcification or tissue growths relating to patient condition. No adverse patient effects were reported. The lead remains implanted and in service.